Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing impedance during the implant procedure, however all other lead measurements were normal and within range, thus the lead remained implanted. The field representative noted that during defibrillation threshold (dft) testing the patient did not move or flinch. Three weeks later, during a routine device interrogation, the patient was experiencing diaphragmatic stimulation and the r-wave measurement had decreased from 10 mv to 4 mv. Loss of capture was observed on both the right atrial (ra) and rv leads, however sensing and impedance measurements were within range. An x-ray revealed a possible rv lead perforation and a micro-dislodgement for the ra lead. A lead revision procedure was performed approximately six weeks later. During the revision procedure a rv lead perforation was confirmed. The physician opted to explant both leads and new leads were successfully implanted. Both the ra and rv leads were discarded by hospital staff. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.